Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and a micro dislodgement were noted on the his bundle lead (right ventricular (rv) lead). The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.